Event description:
Rptr is a nurse-midwife, formerly a labor & delivery nurse for 5+ years. Rptr has developed asthma. In august rptr was told that they were allergic to natural rubber latex, the kind used in gloves. Currently, rptr is working but unable to be around powdered gloves and sensitive to rubber dust in the air, such as in warehouse stores, tire stores, and other public places, such as malls where there are latex balloons.